Manufacturer narrative:
The reported events of high pacing lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Final analysis of electrical testing, visual and x-ray inspection did not find any indication of conductor fractures or internal shorts and no other anomalies.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the patient lead exhibited high, out of range pacing impedance. It was further noted that capture threshold could not be tested. The lead was not used and another lead was implanted on (B)(6) 2024. The patient was stable throughout the procedure.